Event description:
Three months after receiving first treatment with bovine collagen, the pt experienced swelling and drainage at the test site and induration and erythema at the treatment sites. The physician prescribed oral antibiotics and incised and drained the area of reaction at the test site.